Manufacturer narrative:
Additional narrative: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to normal wear from use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the attachment device had damaged bearings. It was further determined that the bearing in housing ran hot, device had little vibration with e-test. The device failed the following pretests: vibration, temperature assessment, thimble lock operation and the thimble set screw. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The date returned to manufacturer was documented as feb 18, 2016 on the initial report. It has been updated as feb 11, 2016. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.